Event description:
During a pci procedure, when the stent delivery system (sds) the stent was not in place on the balloon. The entire sds was removed and the stent was still not observed. Fluorscopy of the guiding catheter confirmed that the stent was lodged in guiding catheter. The guiding catheter with stent inside was removed without any reported patient injury. Another guiding catheter and another cypher stent were used to successfully treat the patient without any reported problem or patient injury. The product was inspected prior to use and appeared to use and appeared to be normal. The stent was reported to have been prepped properly and not handled manually prior to insertion. The touhey-borst valve was loosened prior to insertion and there was no reported resistance/friction noted while advancing the sds into the guiding catheter. There was no additional information available.